Event description:
Implant retrieved from the patient due to a severe titanium reaction to the implant.

Manufacturer narrative:
Implant retrieved from the patient due to a severe titanoium reaction to the implant follow up performed due to a final conclusion for this event.

Event description:
Implant retrieved from the patient due to a severe titanoium reaction to the implant follow up performed due to a final conclusion for this event.